Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a snare loop broken. Block h10: investigation results: the returned captivator emr device was analyzed, and a visual evaluation noted that the handle cannula was kinked, and the working length (strain relief) was smashed at the proximal side. There were no visual problems found in the loop. Microscopic examination was performed which confirmed that the handle cannula was kinked, and the working length (strain relief) was smashed. No other problems with the device were noted. The reported event of snare break was not confirmed as the loop was returned in a good condition. Investigation found that the working length (strain relief) was smashed in the proximal side, leading to the bend found on the cannula and which make impossible to extend the loop. Taking all available information into consideration, the most probable root cause of this event is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem is in progress. Block h11: correction: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a captivator emr device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the snare was broken when pulled out from the scope. The procedure was completed with another captivator emr device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator emr device was to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the snare broke. The procedure was completed with another captivator emr device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a snare loop broken.